Manufacturer narrative:
Additional information will be available upon results of investigation. Device not returned to manufacturer.

Event description:
On 8th of april 2020 getinge became aware of an issue with one of our surgical light - powerled. As it was stated the light head of the device was loose on the connection with its fork and there was a possibility of light head detachment. There was no injury reported however we decided to report the issue based on the potential as a light head falling down might led to serious injury or worse.

Manufacturer narrative:
Getinge became aware of the issue with powerled surgical light. The unit with catalogue number ard515062131a, serial number (B)(6) and UDI number (B)(4) was manufactured on 7th june, 2018. As it was stated the light head of the device was loose on the connection with its fork and there was a possibility of light head detachment. There was no injury reported, however we decided to report the issue in abundance of caution as this kind of malfunction could lead to detachment of light head and then to serious injury. It was established that when the event occurred, the surgical light did not meet its specification as connection between fork and headlight was loose and it contributed to event. We have not received information whether the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. The gap between the fork and the light head was caused by a loosening of the bracket fixing screws over a long period of time due to a lack of thread-locking patch on 3 screws in production line (isolated case). To prevent any safety issue the user manual mentions to check the light heads for chipped paint, impact marks and any other damage and to perform yearly preventive maintenance. We believe that all remaining devices are performing correctly in the market. Given the circumstances and after our review of complaint ratio behavior of this nature, we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of #b5 describe event or problem field deems required. This is based on the result of an internal review noting the initial report was incorrectly submitted stating another aware date. #b5 previous describe event or problem: on 8th of april 2020 getinge became aware of an issue with one of our surgical light - powerled. As it was stated the light head of the device was loose on the connection with its fork and there was a ppossibility of light head detachment. There was no injury reported however we decided to report the issue based on the potential as a light head falling down might led to serious injury or worse. Corrected describe event or problem: on 8th of april 2021 getinge became aware of an issue with one of our surgical lights - powerled. As it was stated the light head of the device was loose on the connection with its fork and there was a possibility of light head detachment. There was no injury reported, however we decided to report the issue based on the potential as a light head falling down might led to serious injury or worse.

Event description:
On 8th of april 2021 getinge became aware of an issue with one of our surgical lights - powerled. As it was stated the light head of the device was loose on the connection with its fork and there was a possibility of light head detachment. There was no injury reported, however we decided to report the issue based on the potential as a light head falling down might led to serious injury or worse.